Manufacturer narrative:
When originally reported, no medical attention was sought. New information from consumer states she is attending physical therapy. Therefore, filing MDR at this time. The consumer is unhappy with device. Consumer feels this device is not right for her and was not setup properly upon delivery from the provider.

Event description:
Alleges two (2) separate incidents occurred on (B)(6) 2017 with device. Alleges proceeding up a handicap area of sidewalk when footplate dropped and caught the edge of the top of the ramp, the chair jolted, and came to a stop causing her to go forward out of chair. Also, alleges she was going through the doorway of her home and the joystick hit the frame of the door, causing the chair to speed forward, jolt the user out of the chair, onto the floor while unit was still in motion. Unit stopped and did not hit her.

Manufacturer narrative:
The device was evaluated by the provider. The evaluation found the device working properly. The alleged issue could not be replicated.

Event description:
Alleges two (2) separate incidents occurred on (B)(6) 2017 with device. Alleges proceeding up a handicap area of sidewalk when footplate dropped and caught the edge of the top of the ramp, the chair jolted, and came to a stop causing her to go forward out of chair. Also, alleges she was going through the doorway of her home and the joystick hit the frame of the door, causing the chair to speed forward, jolt the user out of the chair, onto the floor while unit was still in motion. Unit stopped and did not hit her.